Event description:
Info received indicates the brake caster will not hold at the foot end of the bed.

Manufacturer narrative:
The tech replaced the broken roll pin at the foot end brake pedal to repair the bed.